Event description:
While treating a patient with the model 3100a, according to the piston centering display, the oscillating piston shifted to the maximum expired direction. The operator was unable to re-center the piston. The patient was placed on another ventilator without compromise.